Event description:
The reporter, said that the brass terminal in the power cord plug had been overheated and discolored. He said, no one was injured by this unit. He was preparing unit to be put into the bed storage facility when this was discovered.

Manufacturer narrative:
The reporter, said that he replaced the power cord plug and the unit is working fine.